Manufacturer narrative:
The pump passed the displacement, rewind, seating, basic occlusion and self test. No unexpected pump error 63 was noted on the history download files. No unexpected frozen screen display anomaly was noted. No unexpected insulin flow blocked alarm was noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. The pump was received with a cracked reservoir tube lip, a scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received no delivery alarm during bolus and basal. It was reported that the alarm was resolved by set and reservoir change. It was reported that the customer had concerns of milky display. It was reported that the customer also received pump error and low battery alarm. It was reported that the device could not be reset. It was reported that the pump would be replaced and returned for analysis.